Manufacturer narrative:
The communication issues were reported by the patient within 2 weeks of having the system implanted. The patient was noted to have a very high bmi and possible fluid in the implant area, possibly contributing to instability of the implant. Observed patient behavior also suggests that there is a possibility that the patient had manually palpated the ipg site and disrupted the healing process, also potentially contributing to device instability and migration. Movement of the ipg may have created pressure on the leads and caused the slight lead migration identified. There are no reports from the patient of unusual activities or traumas during the healing process.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the implanted leads targeting the cluneal nerve. Within 2 weeks of implant, the patient reported some issues with communication between the ipg and the external therapy discs. One of the therapy discs appeared to have more issues than the other and was replaced in (B)(6) 2025, however the communication issues persisted. Ultimately it was determined that the ipg had migrated within the pocket to no longer be sitting parallel to the skin surface, causing the communication issues. The patient also noted that one of the implanted leads did not appear to be providing the same coverage as was experienced during the trial. Very slight migration was noted at the right lead, so the patient was still receiving therapy from the lead but not as effective as expected. On (B)(6) 2025 a surgical revision was performed to remove the migrated ipg and place a new one into the same pocket location but seated parallel to the skin surface. Both implanted leads were replaced during the procedure as well as a precaution due to potential for handling damage during the procedure.